Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage found on the keypad assembly. Unable to perform the displacement test due to blank display.

Event description:
Customer reported via phone call that the light work on insulin pump. But, when presses act button nothing displays on the screen. Customer blood glucose level was 199 mg/dl. Trouble shooting was performed, the display returned. The device will be returned for analysis.